Event description:
Caller indicated the relion prime was giving low readings. Caller was getting lo readings and called customer service. We offered a new meter but they did not want to wait for shipping so went to (B)(6) and bought new meter that works fine.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Product has been forwarded to the manufacturer to be investigated (CAPA (B)(4)).